Event description:
Upon reassessment of the reported event, the glenosphere was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the glenosphere was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: mini tray +5 mm cocr +0 offset, cat#: 110031400, lot#: 64474721. Cr prolong 40 mm brng std, cat#: 110031421, lot#: 64343820. Versa-dial/comp ti std taper ,cat#: 118001, lot#: 260330. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02185.

Event description:
It was reported post revision to left shoulder, the patient experienced pain. A CT scan was performed and it was found that there was an abnormality of taper, which appears as a small portion of metal that is fractured from the stem itself. Patient continues to experience limited function and pain to left shoulder. Further, the product currently remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.